Event description:
The technician alleged that the brake caster is stuck in brake and will not roll. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster to remove the issue.